Event description:
It was reported that the customer had low blood glucose levels (60 mg/dl). Customer reports to have previously taken manual injections along with insulin via the pump which may be the cause of the low blood glucose level. Customer set a temp rate of 0% to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.